Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes and the cable connecting ECG c and d were pulled from the strain relief, damaging wires and the cable connecting ECG a and b to the front therapy electrode was cut. The root cause for the strained cables was excessive force. No adverse event resulted from the strained cables.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.